Event description:
The customer reported that during reprocessing of the subject device, there were issues with the air/water flow. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material in the bending part of the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle).

Manufacturer narrative:
During inspection and testing of the returned device, water was used to flush the foreign material out of the nozzle. The foreign material was not able to be identified. The nozzle was not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that reprocessing after the previous procedure was inappropriate or insufficient, resulting in the unidentified foreign material being packed in the nozzle. However, a definitive root cause could not be identified. The device's instruction manual provides the following regarding inspection of the scope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The reprocessing manual provides the following regarding precleaning the endoscope: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Flush the air/water channel with water and air." The reprocessing manual provides the following caution: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." The reprocessing manual provides the following regarding manually cleaning the endoscope: " immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." The reprocessing manual provides the following regarding presoaking the endoscope: "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." In addition, service found the objective lens was scratched. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.